Event description:
The pump was reported to quit infusing without alarm in the middle of an infusion during clinical use. The medication being infused at the time of this report is unknown. No additional clinical details were able to be obtained. No pt injury resulted.